Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information from third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During visual inspection of the device at third party service center, corrosion was found in the device and visible foam particles were observed. In addition, oxide in the connector. This report is being submitted for the corrosion found during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.